Manufacturer narrative:
Similar to model 2800. Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic valve was explanted after an implant duration of 2 months. The reason for explant is unknown. The explanted device was replaced with a 23mm bioprosthetic valve. No additional information was provided. There were no reported complications.